Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (inadvertently left off the previous report); h6 was updated.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image, error b30 (scope communication error) and the scope connector had a distorted image after aeration due to fluid invasion and corrosion at the body control unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally corrections to the following fields due to inadvertent errors in completing the initial report: b5, d5, e1, g2, e2, e3, and g3 *the aware date should be 31jan2024*. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. During the device inspection, the customer's reported symptom was confirmed, there was no image, a b30 error code was displayed, due to fluid invasion and corrosion at the body control unit and scope connector. Based on the results of the investigation, it is likely that water invaded the body control unit and scope connector during user handling. Due to the water invasion, abnormality/corrosion of electronic parts occurred which led to the malfunction. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had no image. The issue was observed during preparation for use for an unspecified procedure. There was no delay, and the procedure was completed using a similar device.